Event description:
It was reported by the distributor that after 1.3 hours of a dialysis treatment, it was noted that the catheter was leaking. The treatment was stopped and the catheter was found to have a very small hole in it. The catheter was removed.